Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had a burned tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and the complaint was not confirmed by failure analysis. The part was returned with a reported complaint that does not affect functionality. The instrument has discoloration at the tips as a result of the energy released during the procedure. This is an expected condition. No damage found. No product issue was identified.

Event description:
Refer to h11 for follow-up information.